Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl) following air travel. Sugar tablets were consumed to address low bg level. The customer later experienced an elevated bg level of 338 (mg/dl) after eating a meal. Reportedly, the customer will change their supplies to address bg level.